Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The consumer alleges she was driving her unit when she hit a curb, that allegedly threw her out of the unit and broke the arm of the unit with the controller on it.